Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the tip of the handpiece was detached. It fell into patient's abdomen but it was retrieved with no additional medical procedure nor use of x-ray. A new device was used to complete the procedure without issue. There was no patient injury.